Event description:
It was reported that, during the post-operative follow up of this artificial urinary sphincter implant procedure, the physician could not activate the device as the pump was not working properly. A revision surgery has been scheduled. There were no patient complications reported.